Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of this device's (B)(6) 2013 logfile indicated that a da error had occurred. This error is self-correcting and the device memory that is impacted is restored from another location. The device resets itself at the time the corruption is detected. The corruption usually occurs as a result of radiation therapy exposure. No additional follow-up is required.